Event description:
Complaint reported as the following: "the twin tubing connecting the main oxygen line to the cannula was found to have come apart with the result that inadequate oxygen was running to the pt". Product was used during an unspecified medical treatment. No pt injury reported.

Manufacturer narrative:
A device history record (DHR) review was performed and there were no issues found that could lead to the reported complaint. The sample is not available for eval. Although the device involved in the incident reported was not provided, samples of the material on hand were dimensionally inspected and there were no issues found. The dimensions show that they are within established dimensional criteria. The complaint could not be confirmed as no sample is available for eval.